Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A 31mm watchman flx closure device was implanted with a maximum diameter of 24mm at the ostium of the laa. Pradaxa and aspirin were administered to the patient post-implantation. The patient was switched from pradaxa to dual anti-platelet therapy (dapt) during routine follow-up on (B)(6) 2021. When the transesophageal echocardiogram (tee) was performed 6 months post index procedure on (B)(6) 2021, it was confirmed that a leak of less than 5mm was observed on the posterior side of 135 degrees and a 30mm x 15mm thrombus was found attached to the surface of watchman device. The patient had no symptoms such as embolism and is currently being hospitalized and treated with heparin. A surgical thrombectomy in the future has also been considered.